Event description:
It was reported that stent damage occurred. A 3.00x20mm synergy ii drug-eluting stent was selected for use; however, after preparation while inspecting the product, it was noticed that the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR.:synergy ii us mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with a stent strut lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x20mm synergy ii drug-eluting stent was selected for use; however, after preparation while inspecting the product, it was noticed that the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported.